Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm or e70 alarm noted during testing. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error and a motor position encoder error. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The drive support cap was normal. The insulin pump was not exposed to high magnetic field. Customer was able to complete pump rewind. The device will be returned for analysis.